Event description:
It was reported that the device was explanted due to no output, and the rv lead was capped due to loss of capture, an apparent lead fracture, and sensing difficulty. No patient complications were reported as a result of this event.